Event description:
The lay user/patient contacted lifescan alleging the meter has a leaky battery. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The facility representative reported a colleague infusion pump with an 807:05 failure code. The event was reported to have occurred upon power up in the ICU. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version is 6.13.90, which is classified as remediated. Baxter's review of the device event history determined the reported condition interrupted delivery. No additional information is available.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/04/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.